Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported fluid leaking from the cartridge chemistry (cc) system sample syringe on the dxc 800 instrument. Customer replaced the plunger, but the syringe still leaked. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument the same day, and upon arrival was informed that the customer had just replaced the shear valve and was testing quality control (qc). The qc passed and inspection of the syringe revealed no leaks or other problems. No further problems were reported.